Manufacturer narrative:
H6; from discussions with product engineering the possibility of a stryker perforator bit to cause a dura tear from a retention issue with the device is highly unlikely. If the device was so loose as to eject from the chuck is highly unlikely to cause a dura tear. It is the opinion of product engineering that the malfunction in this case is most likely a failure to disengage which may have been confused with the device ejecting. No event for a device ejecting causing a dura tear has been reported to stryker since product launch (B)(6) 2007 to date. No further information was available from the customer in relation to this event. The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. It was reported in this event that the patient exhibited an adherent dura. The IFU (B)(4) rev.f provides instructions on how to test the disengagement function of the perforator prior to use. The IFU also warns: use extreme caution when drilling in conditions such as: bone that may vary in consistency and/or thickness greater than 1 mm adherent dura. High intracranial pressure. Other abnormalities in the area of penetration. The perforator may cut or nick the dura or brain. H3 other text : device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit "ejected" from the drill and tore the patient's dura. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit "ejected" from the drill and tore the patient's dura. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.